Manufacturer narrative:
On 4/15/2020, mentor became aware that patient also experienced delayed healing. Hence patient code "impaired healing" has been added to field h6 on this form. On 4/20/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) year-old caucasian female patient underwent revision breast augmentation with a 800cc mentor memorygel breast implant. Rupture was found on the right side during explantation and replacement surgery with catalog number 3505800bc; serial number (B)(4) on (B)(6) 2020.